Event description:
It was reported that the patient underwent an indirect decompression spacer explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.